Event description:
During an in-clinic follow-up, increased capture threshold and increased pacing impedance were detected on the right ventricular (rv) lead. The suspected cause of the event was due to a lead fracture, although it was not confirmed visually or by diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was stable.